Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator's sensor board was replaced to address "service required" errors in the device's event log. This was incorrect. The device's system board not the sensor was replaced to address the issue.